Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient¿s leg gave out yesterday. The patient fell. Since then, the patient¿s implantable neurostimulator had stopped. The patient noted a loss of therapeutic effect. The patient was trying to turn stimulation on, however it was unknown if it was on due to not having the patient programmer available to confirm device status. After locating the patient programmer, the patient received the poor communication screen when attempting to synch with and without the antenna. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.